Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('shortly after undergoing essure insertion she expelled one of her essure coils') in a 22-year-old female patient who had essure (batch no. B34595) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("learned she was pregnant"). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/ chronic pelvic pain"), medical device discomfort ("increasingly severe discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), genital haemorrhage ("bleeding"), abdominal distension ("e-belly") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of left essure implant laparoscopic left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, medical device discomfort, abdominal pain, dyspareunia and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dyspareunia, genital haemorrhage, medical device discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 16-mar-2021: mr received : lot number and reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('shortly after undergoing essure insertion she expelled one of her essure coils') in a 22-year-old female patient who had essure (batch no. B34595) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("learned she was pregnant"). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/ chronic pelvic pain"), medical device discomfort ("increasingly severe discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), genital haemorrhage ("bleeding"), abdominal distension ("e-belly") and alopecia ("hair loss"). The patient was treated with surgery (hysteroscopic removal of left essure implant laparoscopic left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, medical device discomfort, abdominal pain, dyspareunia and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dyspareunia, genital haemorrhage, medical device discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Lot number: b34595, manufacturing date: 2013/05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('shortly after undergoing essure she expelled one of her essure coils') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("learned she was pregnant"). On an unknown date, the patient experienced pelvic pain ("increasingly severe pain/ chronic pelvic pain"), medical device discomfort ("increasingly severe discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), genital haemorrhage ("bleeding"), abdominal distension ("e-belly") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, medical device discomfort, abdominal pain, dyspareunia and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, dyspareunia, genital haemorrhage, medical device discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based oh the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: case become incident. Ppf received removal details was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.